Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was tightened. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the workstation randomly stops and starts during boot up. There was no patient injury or death reported.